Event description:
It was reported that xia rod was broken 24 months after primary op. The fixation level is l5-s1. The case was l5 gct. After the breakage, there was lumber pain and abnormal noise, but there was right side pain. The surgeon said, the pt got heavy particle radiotherapy before primary op. So, the heavy particle radiotherapy affected the stability of the construction.

Manufacturer narrative:
Method - complaint history, risk assessment, x-ray review. Results - there have been 39 previous complaints related to rod breakage for xia ii rods. In the previous complaints, when the rods were returned, no material issues were detected. This product was discarded at the hospital, but x-rays were available. The x-rays show that the rod fractured inferior to the cross-connector on the right side. In this case the fractured rod necessitated a revision surgery. Results - as the product was disposed of and not available for eval, no definite conclusion can be determined.